Event description:
It was reported that right ventricular (rv) pace impedance was intermittently greater than 2,500 ohms. Noise was also present on the rv channel which resulted in stored ventricular events. The shock impedance was stable. Technical services recommended performing x-rays to evaluate the implantable cardioverter defibrillator (ICD) system. At this time, the ICD and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported. It was additional reported that the ICD and rv lead were replaced. The original ICD was explanted and the rv lead was capped and remains in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right ventricular (rv) pace impedance was intermittently greater than 2,500 ohms. Noise was also present on the rv channel which resulted in stored ventricular events. The shock impedance was stable. Technical services recommended performing x-rays to evaluate the implantable cardioverter defibrillator (ICD) system. At this time, the ICD and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) pace impedance was intermittently greater than 2,500 ohms. Noise was also present on the rv channel which resulted in stored ventricular events. The shock impedance was stable. Technical services recommended performing x-rays to evaluate the implantable cardioverter defibrillator (ICD) system. At this time, the ICD and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.